Event description:
It was reported that impedance decreased shortly after the implant procedure; during implant impedance was 461 ohms, after closing the pocket it was 200 ohms, and two hours later it was 168 ohms. It was also reported that the threshold had increased. A chest x-ray was taken, and it did not appear that the lead had moved. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.